Event description:
It was reported the patient was admitted to the hospital on the date of this report because they had a headache, fever and chills for the last 3 days. Their healthcare professional (hcp) believed their implant site was infected so they planned on removing the pump. The hcp requested to program the pump to stopped pump mode. The outcome of the event was not reported. The pump was used to deliver bupivacaine and dilaudid. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID: 8835, serial# (B)(4), product type: programmer, patient. Product ID: 8780, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. (B)(4).